Event description:
Report received of air entering the syringe. Reportedly, air was noted entering the syringe during an unspecified procedure. The use of the syringe was discontinued. It is unknown what measures were taken to complete the procedure. There were no reported adverse pt effects and no medical interventions were required.